Manufacturer narrative:
The customer's report was observed and the front panel was replaced to resolve the report. The front panel was found to be damaged including the charge/shock buttons. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.